Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The ring was repaired. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 6800 had a broken transport ring allowing the c-ring to move uncontrolled. There was no adverse patient involvement reported. There was no patient information reported.